Event description:
Tubing was primed and inserted into alaris pump. Pump alarmed occlusion. A different pump was used and the same occlusion alarm was generated by the pump. IV tubing was changed and worked correctly in the same pump.